Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-08121. It was reported the pt is experiencing ineffective stimulation with her scs sys. Pt is consulting with surgeon regarding possible surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.